Event description:
A hospital in (B)(6) reported to a distributor that an rt206 adult inspiratory heated breathing circuit failed the ventilator leak test. This was observed during set up of the breathing circuit.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory heated breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) of the similar product is k983112. The complaint breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory heated breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) of the similar product is k983112. Method: the complaint device was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: the pressure test result was within specification. No leak was observed when the subject breathing circuit was immersed in the water bath. A lot check was not performed as lot information as not provided. Conclusion: no fault was found with the returned breathing circuit. The leak reported by the hospital was not replicated during inspection. The water trap of the rt206 adult inspiratory heated breathing circuit consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. Our user instructions that accompany the rt206 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Performa a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate alarms."

Event description:
A hospital in (B)(6) reported to a distributor that an rt206 adult inspiratory heated breathing circuit failed the ventilator leak test. This was observed before patient use.